Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 472 mg/dl. Customer treated for high blood glucose with injection. Unable to complete high blood glucose troubleshooting on the insulin pump. Customer reported that, the infusion set cannula was bent. Troubleshooting steps were guided for bent cannula. Apparently customer did not call the nurses about high blood glucose. The insulin pump will not be returned for analysis.